Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00023.

Event description:
It was reported that two driver shafts broke during surgery. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Corrections to all fields. This event was reported in error; this is a duplicate of 3003853072-2018-00024.